Event description:
It was reported an unusually short charge time displayed in the data gateway system; the data system incorrectly displayed the same battery and leads¿ value from the programmer on two separate occasions. The data system remains in use and no patient complicationshave been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Concomitant product: 693558 lead; implanted: (B)(6) 2009. (B)(4).